Event description:
As reported by the user facility: this male was scheduled for turp. The anesthesiologist assessed the patient and determined that spinal anesthesia would be administered. The patient has prior spinal anesthesia 10-15 years prior without complication. The patient was transferred to the operating room and the crna under supervision of the anesthesiologist attempted spinal anesthesia. The crna was unsuccessful due to the patient's anatomy. The crna noticed that the tip of the 27g spinal needle was missing. X-ray and CT confirmed that the spinal needle tip was retained in the soft tissue near l2-l3. A neurosurgeon was consulted and it was determined that the tip should not be removed. Additional information provided by the reporter indicates that the patient did not suffer any ill effects from the needle breakage. The patient signed himself out of the hospital against medical advice. The patient is scheduled for follow-up by neurology every three months.

Manufacturer narrative:
The actual device in the reported incident has not yet been returned for evaluation. Without the actual sample a thorough investigation could not be performed and no specific conclusions could be drawn. However, incidents of this nature have generally been attributed to the needle being subjected to some type of trauma during use that stresses the device beyond its design capabilities. There have been no other reports of this nature against the reported lot number. Batch record review of the reported lot number did not reveal any discrepancies or nonconformities that could have contributed to the reported event. All available information has been forwarded to the device manufacturer. If the sample is received or if additional pertinent information becomes available, a follow-up report will be filed.